Manufacturer narrative:
In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below; this report will remain blank. P110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication). Investigation ongoing.

Event description:
As reported by our affiliates in egypt, one patient died after a tavi due to unknown reasons. No additional information was provided.

Manufacturer narrative:
No additional information is available. In this case, the exact valve model number is not available. Therefore, report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below. P110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication). In this case, reporting and capture are being done conservatively. No additional patient or procedural factors were provided that could help determine a root cause. There is no current evidence that the death is related to valve dysfunction. No autopsy or echo reports have been provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.